Event description:
The customer alleged that during a vasectomy, the replacement cautery tip keeps falling out into the surgical field. Delays during local anesthesia and anesthesia with nitrous occurred as burnt or non-working tips needed to be replaced.

Manufacturer narrative:
After reviewing with the customer, it was determined that the customer is using the h104 (low temp elongated tip) with a high temperature cautery handle. Complaint confirmed. Root cause is determined to be user error in not selecting the correct tip. There has been a total (B)(4) sold of all lots with 2 additional complaints recorded. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.